Event description:
It was reported that a malfunction occurred on the pump, identified by the error code malf 0, indicating a software error. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not reoccur. The customer was advised to continue using the pump and to contact technical support again if the issue resurfaces.